Event description:
A frozen pump screen was reported, which prevented the customer from interacting with the touchscreen. The customer's blood glucose level was below 500 mg/dl, indicating no adverse impact. After contacting support, the customer was able to reset the pump independently, which resolved the issue.